Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (failed functionality testing) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was missing. The cause of the test failure was the missing dn to rear te cable. The root cause of the missing dn to rear te cable cannot be positively identified. No adverse event resulted form the defective electrode belt.